Event description:
The customer reported that during preparation for use, his olympus visera elite xenon light source was failing to power up and was presenting a e103 communication error on the display. According to the initial reporter, this was during device preparation and there was no procedural or patient information to reference.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was determined that the device functioned normally at the time of the event. The device was not returned for investigation and the cause of the reported event cannot be conclusively determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided confirming that this event did not occur during a procedure. Reportedly, there was no patient involvement.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. This information has not impact on the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.